Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 275-330 units of cold insulin, and the initial fill estimate displayed 145 units and remained static. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge with tandem technical support. Recommendation was made to load the cartridge with room temperature insulin per labeling instructions.